Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported multi-system organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The customer communicated that no additional information will be provided. The heartmate 3 left ventricular (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists various types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure. The outcome was not considered to be device or therapy related.